Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was 10-15 ml from underneath the instrument. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed that the baths were full and the vacuum isolator chamber (vic) was empty. He turned the instrument on and pulled it away from wall slightly to ensure the waste line was not crimped off. The baths drained when instrument started up. He replaced tubing at pinch valves lv13, lv14, lv15 because tubing had yellowed and verified operation of all pinch valves. The peristaltic pump tubing for waste was also replaced. The instrument was verified. Identified failure modes: worn-looking (yellow) tubing at lv13, lv14, and lv15 and peristaltic waste pump that were replaced. No erroneous results were generated in association with this event. Upon recur of the failure mode, erroneous results are likely for all parameters due to carryover as a result of improper draining of the wbc (white blood cell) and rbc (red blood cell) baths. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Beckman coulter (bec) internal identifier for this report is (B)(4).